Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker patient had been in the hospital for a few days not feeling well, and had since gotten a temperature dialysis catheter. It was noted that the EKG monitor showed her heart rate in the 30 bpm range and no capture when the device was pacing. The automatic threshold testing was suspended due to low evoked response, and manual testing value was 2.6v. The threshold was increased to 5v, and the patient was feeling much better and pacing appropriately. It was noted that the patient had an in range jump in impedances from 600 to 1700 ohms after a fall last year, but were back down and stabilized. The system remains in-service, and further discussion was going to occur with the physician to discuss how other health issues might be impacting the pacing needs. No adverse patient effects were reported.